Event description:
Additional information received reported the cause of the pipeline resistance and dislodgement was not determined. The resistance occurred at the stent push rod retrieval pad area, in the distal end of the catheter. Continuous saline flush administered and maintained as indicated in the IFU. No damage was observed to the catheter or the pipeline pushwire. Only one pipeline was being used when the movement occurred. The tip of the catheter was moved during pipeline deployment but the pipeline did not jump. Ancillary device: stryker xt27 stent microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex delivery system was returned. The xt-27 catheter was not returned. However, the xt-27 catheter appeared to be compatible with the pipeline flex as it has a labeled inner diameter (ID) of 0.027". The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal end were found opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed, as no damage was found with the returned pipeline flex delivery system. The customer reported that the vessel tortuosity was normal, and a continuous flush was used during delivery. The root cause could not be determined. Since the catheter was not returned, any contributing of the catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, multiple unruptured, saccular aneurysms were present in the left internal carotid artery ophthalmic artery segment. The aneurysm dimensions measured a maximum diameter of 10.73 mm and neck diameter of 8.93 mm. Landing zone: distal: 4.7 mm and proximal: 5.2 mm. Vessel tortuosity was normal. The pipeline embolization device-500-35 dense mesh stent encountered resistance during deployment, could only be pushed forward, and could not be retrieved or retracted. The stent was dislodged and could not be used further. Dual antiplatelet treatment was administered with a platelet reactivity unit level of aa99.1%. The stent was removed and replaced with a lattice5.3/33 dense mesh stent. No patient complications have been reported as a result of this event.